Manufacturer narrative:
Method: visual examination, device history review, complaint history review, dimensional examination, material analysis. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Dimensional examination revealed no deviations. Material analysis shows the material to be in accordance to the values in the material spec. Conclusion: appears to be due to overload conditions.

Event description:
It was reported that, "when inserting tip on to handle, threads became dislodged from inside the impaction tip. Can no longer be used as is."